Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation: a review of the complaint history, device history record, documentation, as well as a functional test, dimensional verification and a visual inspection of the returned device was conducted during the investigation. The customer returned one 8.5fr mac-loc catheter in a seemingly unused condition. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found slightly wound in the threads. The flare appeared shredded, had multiple lips and had portions missing, but due to compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to the correct specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. The customer also returned twelve unopened devices from the same lot and the same investigations were performed on these devices. Of the twelve devices, four of them were found to have leaks. Three of the devices that did not leak had droplets form on the proximal hub. On the seven devices that leaked or had droplets form, the location of the fluid was located between the connector cap and the hub. One device was unable to have the connector cap removed, while the other eleven devices were noted to have suture strings that were either wound or slightly wound in the threads. All eleven devices were noted to have flares that were shredded with multiple lips and missing portions. All device attributes were measured and found to be within manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the devices were not made to specifications. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. There was one relevant nonconformance in lot 8747601 for the suture string not being visible in the cap, in which the device was scrapped. It should be noted that there were no other complaints reported for this lot number or similar device lots. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Catalog number: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the complaint device was tested for problems prior to an unspecified procedure. Leakage was detected from the hub during the test. The device did not make patient contact. The procedure was completed with another of the same product. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.